Manufacturer narrative:
Analysis of the battery pack confirmed the reported issue. Review of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 7/17/25 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 8/24/25 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until 9/02/25 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 10/22/25 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.

Manufacturer narrative:
The investigation into the battery pack associated with this complaint is underway and the root cause is not currently known. Once the new battery was installed and a manual self test run the AED function as designed and could stay in service.

Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. The customer did not report this occurring during patient use.